Event description:
It was reported that the patient was presented in the hospice care feeling uncomfortable with the implantable cardiac monitor (icm). The icm was explanted and the patient was discharged with no complications.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. No any other anomalies were seen.